Manufacturer narrative:
Investigation: maquet cardiovascular received the device on april 14, 2010. Visual inspection revealed that the tip of the hemopro silicon boot was detached. Based upon this, the reported failure "jaw covering is partially off" is confirmed. A lot history record review was performed and there was no nonconformance related to the reported failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the vh-3000 was opened, they noticed that the covering on the jaw was partially off. The unit was not used. A new unit was used to complete the procedure. The hospital reported that there was no patient effects. The product was returned.